Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set leaked on day 2 of infusion of chemotherapeutic agent, blinatumomab. The issue occurred while in use with a patient. The therapy was interrupted twice due to the filter leaking. This issue occurred on (B)(6) and on (B)(6) approximately 48 hours after the line had been primed. The customer reported that "blincyto has a stabilizer that is added to the IV bag prior to adding the drug. This stabilizer has polysorbate 80 in it." The patient is currently continuing treatment. There were no known adverse events and the patient was not hospitalized due to this issue. See MFR 3012307300-2019-04868 for the event that occurred on (B)(6) 2019.